Event description:
Revision surgery - due to patient was too tight.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00944; 520-40-216, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.